Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the relion insulin syringe. The customer reports, "when he removes the cap the needle are bent, and the needle broke off in his stomach."

Manufacturer narrative:
An investigation is currently underway; upon completion. The results will be forwarded.